Event description:
The simmons I catheter was advanced over the platinum plus guidewire through the 7 french guidesheath. When the wire was removed, the catheter loop did not form. In fact, the tip of the catheter which was approximately 3 cm fractured off the catheter and migrated down the aorta lodging into the right internal iliac artery. There was also a tiny 0.3 cm fragment adjacent to the 3 cm fragment. The 7 french guide sheath was exchanged over a guidewire for a 7 french sheath, through which a 10 mm gooseneck snare was utilized. When the snare engaged the fragment in the right internal iliac artery, and the snare tightened around the middle of the fragment, there was fracture of the fragment to 2 additional pieces approximately equal in length approx 1.5 cm each. One of the fragments migrated further down the right side and preferentially lodged into the profunda into the right profunda femoral artery. This is a 1.5 cm fragment. The other 1.5 cm fragment remains in the internal iliac artery. In order to prevent migration of the fragment into the sfa and the lower extremity, a 10 mm by 4 cm smart stent was deployed across the orifice of the internal iliac artery from the common iliac to the external iliac artery, preventing the migration of the catheter fragment out of the internal iliac artery. This was further angioplastied to 6 mm in the external iliac artery portion.